Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while clipping the tubular structure, the surgeon was able to squeeze the handle and the clips loaded properly into the jaws. However, the clips were malformed when fired; it did not closed properly. This led to bleeding. Another clip applier was used to resolve the issue. There was no patient injury.